Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci ventral hernia repair procedure, it was noted that the tip of the large suturecut needle driver instrument was frayed. There was no report that any piece(s) from the instrument fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.